Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed that the air/water tube had remains of white foreign material. Additional findings include; grip and switch box had a scratch. Air/water cylinder had foreign objects. Plug unit, cable unit, circuit board unit in suction connector, and scope connector case unit had corrosion due to water leakage. Due to damage on plug unit, the image was not displayed. Due to wear of angle wire, the play of right/left knob was out of the standard value. Plastic distal end cover had a dent. Light guide lens, adhesive on bending section cover, connecting tube had a crack. Universal cord had coating peeling. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was no picture on the video scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the air/water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.